Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 16-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer on 2020-jul-07 regarding a patient receiving morphine sulfate (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient's healthcare provider (hcp) had been increasing dosing with each visit from implant on (B)(6) 2019. After the final increase, the patient's pain was getting controlled pretty well, but on (B)(6) day ((B)(6) 2020) the patient woke up and had pain like the pump was not implanted. The pain was strong and acute and the bolus did not help. The hcp spoke to the patient and ordered a computerized tomography (CT) scan, and looked at the catheter and placement of the catheter in the intrathecal space. It was noted that both scans looked good with no problems. On (B)(6) 2020 the patient was due for a refill and the hcp drained the morphine sulfate out and refilled the pump with dilaudid and bupivacaine. The patient continued to have a lot of pain but the doctor would not see the patient until (B)(6) 2020. The patient reportedly had a mass in their spine called adhesive arachnoiditis due t o a failed spinal fusion in the past. The patient had no feeling to the skin on the area around their upper right leg to the top of their hip on the right side, and also had a sensation of numbness. The patient was concerned the catheter had come loose from the pump and the drug was going into their body, and this was why the patient was not getting the pain relief. The patient was redirected to their hcp to have the pump and catheter checked. No further complications were reported or anticipated.